Manufacturer narrative:
Visual examination of the returned device revealed that minor scratches, otherwise the device was in good condition. Functional evaluation found that the device was within expected tolerance. The customer complaint was not confirmed. The cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.

Event description:
Note: date of the event is unknown it was reported to boston scientific corporation in 2006, that an endostat ii electrosurgical unit was used during a procedure (patient gender, age and weight are unknown). According to the complainant, it was reported that an intermittent electrical output of the generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".